Event description:
It was reported that following the implant procedure, the patient complained of chest pain, and a small pneumothorax was seen on x-ray. The two days post implant, the left ventricular lead dislodged and had elevated thresholds. The lead is to be repositioned, and patient's condition at time of event was noted to be stable. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This information was received from a competitor. Without a device serial number, the manufacturing date cannot be determined.